Event description:
Discordant results were obtained for troponin I (tni) on an advia centaur cp instrument for two patients. The tni results were not reported to the physician(s). The samples were repeated on the same instrument and repeated on an alternate system. The results obtained from the alternate system were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant tni results was unknown. The fse performed a total service call, aligned the reagent probe at the wash bowl and verified the wash station aspiration and dispenses. The instrument is performing within specifications. Further evaluation of the device is not required.